Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false air in line alarm. The root cause of the reported condition was determined to be the air in line printed circuit board drifting in and out of calibration. The air in line printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device has been previously serviced for the reported condition.

Event description:
The baxter service technician reported a colleague infusion pump which experienced a false air in line alarm during device evaluation. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.